Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient recently had their interstim removed. The patient got the implant in 2008 and had nothing but horrible problems with it. The patient had constant leg jolts, had severe nerve pain in their leg, hip pain, their whole body hurt, had horrible headaches, had severe lower spine pain to the touch, and had gone into convulsions several times. The patient¿s health care provider (hcp) instructed the patient¿s fiance to turn it off if they had convulsions because the patient was unable to do it themself. It caused the patient nothing but grief. It was removed 3 weeks ago and the patient felt so much better, although their spine pain had not resided. The patient was put on a new medication for their bladder that seemed to be helping, but they were giving it a year to see if it worked and if the pains in the low back resided. If they didn¿t go away, the patient would have to go to an orthopedic surgeon. The patient still had the bad back pain a month later. The patient had an ultrasound on their bladder and kidneys and they were okay. The hcp thought the patient had scar tissue from the leads. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.